Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the lesion was located in the superficial femoral artery.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of a jetstream xc-2.1 atherectomy catheter. The device was visually examined for any shaft damage and also functionality of the device. Visual examination showed no damage or issues. Functional analysis was done by completing the aspiration testing of the device. Test results showed that the device did not perform as designed withdrawing 0ml of fluid in the 1 minute time frame. Dissection of the catheter shaft showed a blockage due to a heavy clot burden inside of the aspiration lumen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that there was a loss of aspiration that led to a distal embolization. A 2.1 mm jetstream® xc atherectomy catheter was selected for an atherectomy procedure. Mid-procedure inside the patient, the device lost aspiration. There was distal embolization as a result of the loss of aspiration. This needed to be aspirated from the distal vessel. The procedure was completed with a different device. No further patient harm was reported. The patient condition was the same as prior to the event.